Event description:
The manufacturer received information alleging a inspiratory tidal volume condition occurred. There was no harm or injury reported. The device was evaluated by a philips service representative which found that the in-line filter will need replaced to address the reported issue.